Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that review of two stored ventricular events on this pacemaker revealed noise with oversensing, which appeared to be external in nature. It was noted that there was more than one instance of pacing inhibition greater than two seconds. The second episode revealed minute ventilation signal oversensing as well. The clinician planned to investigate further and call back if there were any questions. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event. This device was included in the recent minute ventilation sensor signal oversensing advisory population.

Event description:
It was reported that review of two stored ventricular events on this pacemaker revealed noise with oversensing, which appeared to be external in nature. It was noted that there was more than one instance of pacing inhibition greater than two seconds. The second episode revealed minute ventilation signal oversensing as well. The clinician planned to investigate further and call back if there were any questions. This device remains in service. No adverse patient effects were reported.